Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the neuron max 6f 088 long sheath (neuron max) was sticking on the distal end of packaging card in the pouch. Consequently, it was impossible to pull the neuron max out of the pouch. Therefore, the neuron max was not used for the procedure. The procedure was successfully completed using a new neuron max..

Manufacturer narrative:
Result: the packaging mandrel was securely taped to the neuron max 6f 088 long sheath (neuron max) packaging card. The distal tip of the neuron max was damaged. The distal shaft of the neuron max was ovalized in multiple locations. The distal tip of the subject neuron max was advanced and withdrawn over a demonstration packaging mandrel without issue. The distal tip of the demonstration neuron max was advanced and withdrawn over the subject packaging mandrel without issue. Conclusion: evaluation of the returned device revealed that it was separated from its packaging mandrel and packaging tube. Further evaluation revealed that the distal tip of the neuron max was damaged. If the distal tip of the catheter is pinned between the packaging mandrel and the packaging tube while it is being removed from its packaging, this type of damage may occur. Holding the neuron max packaging by its mandrel, and allowing the rest of the packaging to hang during removal of the catheter may cause the neuron max distal tip to become pinned between the packaging mandrel and the packaging tube. Further evaluation revealed that the distal tip of the neuron max was ovalized in multiple locations. The root cause of this damage could not be determined. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.